Event description:
A consumer reported that following intraocular lens (iol) implant surgery, his vision is "terrible" and believes the wrong lens was implanted. He stated that he is unable to focus at distance or near, and the doctor is not able to improve his vision with lenses. The consumer did not provide surgeon contact info; therefore, f/u cannot be conducted.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. (B)(4).